Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error code did not reappear. The caller was able to successfully start their sensor session.